Manufacturer narrative:
A follow-up report wil be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has issues on ac power. There was no reported patient involvement.